Manufacturer narrative:
As no sample was returned and a lot number was not available, the investigation was unable to determine a root cause for the reported issue.

Manufacturer narrative:
Filing for initial report. Investigation is ongoing. Based on the information available, no patient injury occurred. This event is being reported based on its similarity to a previous submission.

Event description:
Difficulty advancing guidewire during placement. When the wire was removed, noted to be uncoiled.